Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. There is not enough information to conduct a thorough investigation and determine root cause. Without evaluating the actual sample we cannot assess or confirm whether a quality related issue has resulted in the user's reported difficulties. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI is unknown. Manufacturing site address is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the obturator is sticky. Upon inspection, it was stated that there's a sticky residue on the surface of the obturator. Upon visual inspection through the packaging in the top area of the obturator doesn't appear to be smooth. No patient injury was reported.